Event description:
It was reported that during a laparoscopic appendectomy procedure, the device misfired. It was reported the device cut through the patient artery. The doctor held the artery until another device was retrieved. It was unknown if a clip was deployed or what cut through the artery. There was some bleeding noted. The quantity of blood loss was unknown. No blood transfusion was required. The procedure was completed with the second device. There was no patient consequence. No additional information is available.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 9 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws opened and closed as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.